Event description:
The outside coil of the guidewire stretched off the inside wire as it was being pulled out of the drainage catheter. All of the wire was safely removed from the patient. The procedure was completed with no other issues.